Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed. Failure not confirmed. Manufacturing records review: since the lot number is unknown the manufacturing process record could not be evaluated. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Catalog #: a complete catalog number is unknown since serial number was not provided expiration date: unknown since serial number was not provided not applicable as the lens remains implanted manufacturing date: unknown since serial number is was not provided (B)(4). Secondary surgery to reposition the lens is required. Attempt to obtain missing information from the doctor was done however, no additional info was provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient was 20/20 distance in each eye tested individually and 20/20 at near vision with both eyes at 1 week post op for the second eye. Then developed some dry eye/meibomian gland dysfunction issues and vision decreased. When last seen she was very confrontational regarding every aspect of her surgical experience. Surgeon reported that the problem is that the iol in the right eye had decentered nasally probably 1 mm or so due to asymmetric capsular fibrosis. Surgeon reported that it was impossible to explain to the patient. The iol needs to be repositioned but the patient has completely lost faith in the surgeon. Patient was referred to another doctor.